Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "query on infusion. Query slow dripping, delayed by 12 minutes. Care area: connolly. Issue occurred: (B)(6) 2022."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The pump switched on and a space line was inserted. The infusion was started with a rate of 552ml/h and a vtbi of 276ml. At the beginning of the infusion, two pressure alarm occurred. The infusion was continued and 30 minutes later the vtbi was done. A new vtbi of 276ml was selected and the infusion starts. 13 minutes later the error code "too few drops" occurred. The infusion was continued with a new vtbi of 30ml. After a few minutes the volume was done, and the pump was switched into stand-by mode. The reason for the alarms could not be clarified. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.